Event description:
It was reported by service report that both siderail cables had cuts in them. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.